Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 250 and 197 mg/dl and from results obtained of 173, 192 and 162 mg/dl. The customer's expected fasting blood glucose test result is 125 mg/dl. Tests performed on (B)(6) 2018 was not a true back to back test as customer used the same finger, same blood sample. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 218 mg/dl and 208 mg/dl using truemetrix meter. Upon completion of the back to back test, customer stated that he is more comfortable with the truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 09/15/2019 and open vial date is four weeks. The meter memory was reviewed for previous test result history: (B)(6).